Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155453.

Event description:
Voluntary medwatch received states that patient's atrial lead exhibited impedance problem. The patient status was unknown.